Event description:
It was reported that there was an issue with the touchscreen responsiveness, as the pump screen froze and did not respond to the customer's input. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). No additional information was received regarding the outcome of the event.